Event description:
It was reported that during an unknown procedure, the device was fired and upon withdrawing the device, the anvil did not remove with the device. The anvil could be seen protruding through the colon. This required that the surgeon convert to an open procedure to repair the open colon. The stapleline was incomplete, intact posteriorly and open anteriorly. It was removed and replaced with sutures. There was no further consequence to the pt.